Event description:
A balloon leakage was observed during positive pressure. The patient's age was unknown, but was a female. The target lesion was distal left circumflex branch. The lesion was a de novo, highly calcified and slightly tortuous. There was 99% stenosis. A fire star (2.5/15mm: complaint product) was delivered to the target lesion with some friction. When the fire star was being inflated up to 4 to 6atmospheres, the pressure of the inflation device decreased. Also, contrast medium leakage under cag was confirmed. Therefore, the physician retrieved the fire star from the patient and leakage from the balloon was observed outside the patient. To finish the procedure, pre-dilation with a bc (lacrosse) was conducted and a stent (taxus liberte) was implanted at the target lesion. The procedure was finished successfully. There was no patient injury reported. The product was clinically used and will be returned for analysis. The physician did not indicate any anomalies prior to use.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.